Event description:
Hello my name is (B)(6) currently at (B)(6) and I am writing you today out of excruciating, debilitating pain. The frustration I feel when there's tearing, jabbing and horrendous impingement that's at any moment, or any step, or actually in any position, I am with hernia, then some procedure awhile back, that I was told by the nursing staff at (B)(6) correction center who left me miserable, unable to complete some very important programs. I was unable to regulate my bowels to some reason and I am sure you would understand the food sucked, not to degrade my entire learning experience not to go back, but was terrible their underground pluming burst at the same time. The hospital in (B)(6) is (B)(6) medical I believe and having a couple appointments with dr. (B)(6), md were very short, but I was put to sleep for an implant mesh (B)(6) 2015, surgery (B)(6) 2015, and follow-up (B)(6) 2015 I felt terrible, but just to hope I would get better. I anticipated never to have a problem; I've always worked and when I tried to get back to it I was limited, and I've been in fear with no one else to turn to. I am hurting in my groin area so bad, sex was to painful that frustrated my girlfriend and I, and this pain at times prevents me from standing, and I literally feel my heart beat through out my mid-to lower section. Such a thump, I ask for recommendations please. I have a hard time sitting on the toilet, and any physical work, or my gardening, sports and at times I feel sick; I don't have the normal means to do much, it was called a laparoscopic right inguinal hernia repair with mesh, even writing the twitching tearing gives me anxiety. Think you for listening and I hope you can tell me what to do. I don't know the kind of material mesh is, but I've been mentally ill at times not understanding if this stuff caused me to have so much anxiety - startle with the amount of jolts, ripping, shock the pain makes everything stop. I get teared up. I hope this letter find you well. Suspect product: laparoscopic right inguinal hernia repair with mesh.